Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus repair center. Olympus repair center found that the ccd unit of the device was broken. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon was attributed to the broken ccd unit by the user. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at olympus repair center. According to the evaluation, the following was found. Olympus repair center could not reproduce the reported phenomenon. Olympus repair center found a lot of dust, however, there was no problem with the device. The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented.

Event description:
At the beginning of an anterior rectal resection for cancer, the user found that error e117 (camera control unit malfunctions.) Was displayed. The user used the device in a basic mode without allowing the use of zoom and focus. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.